Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed, however, lead fixation was unstable and lead displacement occurred. It was noted there was a problem with the diameter of the patient's vessel and the lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.